Event description:
The pt had multiple spinal cord stimulator lead revisions (please see mfg. Report #s 3004209178200805173, 3004209178200901809. The hcp reported that there was also a wound revision done in 2008, but did not have add'l info regarding the event.